Event description:
Customer reportedly obtained a result of 380 mg/dl on the advantage system while a doctor's device read 180 mg/dl. No action taken based on result of 380mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.